Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient was injected with juvéderm voluma® xc in the cheeks. Six months later, the patient was injected in the tear troughs with juvéderm® ultra. Patient reported that fourteen months after the juvéderm voluma® xc injection they experienced "10 days with swelling in the cheeks, hot, and a firm mass". Patient confirmed that they are not having any issues in the areas injected with the juvéderm® ultra. The patient is also a healthcare professional. Treatment is noted as antibiotics but patient said they were not responding. The patient reported that the event may be a ¿possible formation of biofilm.¿ the patient had an MRI 10 days later, but the results were not provided. Event resolution is unknown at this time.